Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's parent that the customer experienced high blood glucose, with blood glucose of 414 mg/dl at the time of the incident. The customer was at 126 to 144 mg/dl before the incident. The customer used the pump to treat. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The caller stated they're new to the pump and the high started after a set change, after which the customer ate a meal and delivered a bolus. The caller also inquired about sensor calibration. Troubleshooting was not completed as the caller declined. The insulin pump will not be returned for analysis.